Event description:
The dual trigger rotary was sent for evaluation due to running on its own without user activation during a procedure. The procedure was completed with the same device without any procedure delay. No adverse event was associated with the device.

Manufacturer narrative:
Failure analysis is in progress; additional info will be submitted once the quality investigation is completed.